Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak is unconfirmed. However, the sac growth and type iiia endoleak were confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. The final patient status was reported as being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension stent graft to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, during a routine follow up, a type 3a endoleak, type 3b endoleak and aneurysm enlargement were identified. The physician elected to implant an additional bifurcated stent graft, two (2) infrarenal aortic extensions and one (1) ovation ix iliac limb to resolve this event. The patient was reported as doing fine post secondary procedure and the endoleaks were confirmed resolved.